Event description:
Customer reported accidentally reconstituting mismatched lots of sars-cov-2 kits. Customer mismatched the refrigerated lot 315936 and room temperature lot 316798. Customer reported that some kits were used to process patient samples from worklist wl-010039-20220126-22 on the panther plus instrument sn (B)(4). Customer questioned the results. The results were reported the day the specimens were processed. By the time the customer discovered the issue it had been over 5 days and they keep the samples for only 5 days. None of the samples were retested. No results were questioned by the physician.

Manufacturer narrative:
Ts reviewed the logs and found that all valid sars-cov-2 positive and negative results has similar rlu values to their respective controls. Worklist ID 010039-20220126-22 had failed runs due to low positive controls. Per ts, the low positive values were likely caused by inhibition due to mishandling of the positive control. Additionally, there was no indication of hardware failure. The results were reported out to the patient and were not retested by the customer. No incorrect results have been reported to hologic because of this issue. The aptima sars-cov-2 package insert states to check the lot numbers on the master lot barcode sheet to ensure that the appropriate reagents are paired. Thus, using reagents that are not on the master lot sheet would be considered an off-label use. Customer reported that operators were retrained to make sure kit lots are matched before reconstituting